Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147607.

Event description:
Voluntary medwatch received states that the lead was explanted due to infection. The patient status was unknown.